Event description:
An optometrist reported that four days following lasik surgery in the right eye, the patient presented with haze and epithelial infiltrate, along the nasal portion. The topical steroid drops were increased. The patient reported pain, photophobia, and foreign body sensation. The event resolved with treatment, three days later. No further information is expected.

Manufacturer narrative:
Evaluation summary: no sample is expected for evaluation. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on the manufacturer's acceptance criteria. The technical, on site investigation shows that the device met the specifications. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).